Event description:
It was reported that the ICD was unable to interrogate. The patient had a pocket infection. Technical services discussed that the telemetry may not be optimal as the wand is further away from the device due to the inflammation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative; unknown.